Manufacturer narrative:
Sample analysis: the delivery pusher was returned for eval and confirmed the implant coil had detached. The eval showed evidence thermal detachment by the detachment controller. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil did not detach. Upon removal, the coil prematurely detached within the microcatheter. No injury was reported with the pt as a result of the procedure.